Event description:
An altitude alarm issue was reported with a pump, causing the customer's blood glucose level to display as "high," possibly exceeding 500 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections, with assistance from their mother, and there were no ketones or injuries reported. The customer reverted to manual injections for insulin therapy.